Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation was limited due to the unavailability of run data and additional information from the customer. A batch trend analysis for reagent lot f02317 did not identify any issues. A definitive cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged they received discrepant results with the kit cobas 6800/8800 dpx 480t us on the cobas 6800 analyzer. The same donor sample was tested a total of four times. The first and fourth tests generated positive results for parvovirus b19. The second and third tests generated negative results for parvovirus b19.